Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that down button of insulin pump was unresponsive. Customer stated that rainbow effect on screen and grinding noise when rewinding. Customer also stated that screen not as bright and plastic chips of when changing reservoir. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.